Manufacturer narrative:
The technician found the bed was alarming constantly and the side com board and side com cable and hardware were damaged. The technician replaced the side com board power control board assembly, side com cable and hardware to resolve the issue.

Event description:
The technician alleged the bed had no nurse call function. No patient impact.